Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units display presented a distorted view. This event occurred before use, thus no patient involvement.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the following lcd display, display bracket, ribbon cable, cover overlay, video receiver, screw covers, keypad board, and display board as per service manual. Lcd screen and keypad all functioning to manufacturers specifications. A full checklist was performed without fault, all tests were passed and within manufacturers specifications. The unit was cleared and returned to customer for clinical use.

Event description:
N/a.